Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The april 2007, 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a patient. The complainant was unable to provide the date of implant. At a later date, during flushing of the device a leak was observed located distal to the suture wing. The device was then explanted from the patient. The complainant was unable to provide the date of implant. There was no indication from the complainant of any adverse affect to the patient. Attempts to obtain additional event and patient information were unsuccessful and the complainant was unable to provide a more detailed event description.